Event description:
Pt reported an alleged lap-band port leak. The pt reported feeling lack of restriction "about six months ago" and had a consultation with the pt's surgeon in which the doctor performed a fill test and told the pt that the port was leaking. The pt also reported feeling "a spasm" at the port site and pain when bending down. Further follow up notes that the port has been removed and replaced.

Manufacturer narrative:
Taper unknown. (B)(4). The reporter of the complaint was asked to return the product for analysis as well as to indicate the product serial number and the implant date. The info has not yet been received by allergan. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint because no serial number or complaint date was given. Visual examination may determine the connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Pain and spasms are surgical and physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing. Caution: failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage." Device labeling addresses the reported event of pain as follows: "other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: ...abdominal pain, chest pain, incision pain, and...port site pain." Device labeling addresses the reported event of spasms as follows: "other events reported to occur in only one pt per event included; abdominal discomfort, implant site irritation, esophageal spasm, muscle spasms, depression."